Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery charger fault flags) has been confirmed. As received, the battery would power up a monitor, but would not charge on the charger. The cause for the battery faults is a disconnected yellow cell wire. The cause for the disconnected yellow wire is a poor solder connection. The root cause for the poor solder connection cannot be positively identified but is likely a mfg error. In addition, the battery has reached a cycle count of greater than 200 and, therefore, has ended life expectancy. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
Zoll customer support contacted a (B)(6) old, male, pt, to exchange his battery. The pt's download revealed numerous 'battery charger fault' flags on battery sn (B)(4). The pt was issued a replacement battery pack.